Manufacturer narrative:
This event was reported to the manufacturer through the (B)(6) registry. Based on internal clinical assessment the event was determined to be unknown if valve related. Device not explanted.

Event description:
A pvs23 was implanted on (B)(6) 2013 via mini-thoracotomy. On (B)(6) 2016, the patient died of unknown cause.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device was not explanted, no device analysis could be performed, and the root cause of the event cannot be determined. Furthermore, because the cause of death is unknown, it remains uncertain whether the event was related to the device. However, based on the document review performed, no manufacturing deficits were identified. This event was reported in a conservative manner, due to the unknown relationship to the device.

Manufacturer narrative:
The site reported the event to be not device-related. Based on this assessment, and the document review performed previously, no device deficiencies are suspected.

Event description:
A pvs23 was implanted on (B)(6) 2013 via mini-thoracotomy. On (B)(6) 2016, the patient died of unknown cause. No autopsy was performed. As of (B)(6) 2015, the device was operating without alterations from the time of implant. The site reported that event was not believed to be device-related, based on clinical review. No other information was provided.